Event description:
A gravida 1, para 1 underwent a trans obturator tape placement for stress urinary incontinence in 2005 at hospital. Shortly following that, she developed an abscess, which was drained and treated with antibiotics. A few weeks later, when she attempted to have intercourse, her husband noticed a very sharp sensation making intercourse impossible. She saw her physician and mesh erosion was diagnosed. The mesh was then trimmed and the vaginal epithelium oversewn. She presented to see me two mos later, because she continued to have perineal discomfort and recurrent daily severe stress urinary incontinence symptoms. I could not find any erosions but there was malodorous vaginal discharge and demonstrable urinary incontinence. The following mo, she believed an erosion had recurred because her husband had the same uncomfortable sensation with intercourse. Examination confirmed bilateral anterior vaginal fornix erosions. The next day, a 2-3cm portion of the tape was excised without complications. The suburethral incision healed without further complications.